Manufacturer narrative:
The events of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture and seroma.

Event description:
Healthcare provider reported capsular contracture and seroma for the left side. Device remains implanted.